Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the doctor's note did not go into the specifics but noted the pump was removed due to complications. No further information provided.